Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not boot up. There is no report of injury or death associated with this event.